Event description:
The customer complained of experiencing high blood glucose levels. The reported blood glucose reading was 495 mg/dl. Paramedics were on their way to assist the customer at the time of report. The customer stated that there were large air bubbles in the reservoir. The call was disconnected when the paramedics arrived. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.